Event description:
Pt came in complaint of pain in the left hip. After the surgeon examined the x-rays, he determined that pt developed a heterotopic ossification. The surgeon also determined the pt developed osteolysis in the acetabular and decided to revise the cup and liner.